Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing. No medical intervention was reported. The patient was in good condition post event.